Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to be manufacturing documentation. Additional information was requested on 09/02/2008, 09/05/2008, and 09/18/2008 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
A surgeon reports that following a successful interocular lens (iol) implant surgery, a patient was struck in the operative eye with a dog leash. There was no evident injury and her vision continued to be excellent until two weeks following the event, when she reported decreased vision. The patient now has a refraction of 1.5 diopters. Additional information has been requested.